Event description:
Device analysis is provided.

Manufacturer narrative:
49. Is frequency of occurrence of this event addressed in the device labeling? N. 49b. If no, then is frequency greater for this event than is usual? Y. 50. Is severity of occurrence of this event addressed in the device labeling? Y. 50b. If no, then is severity greater for this event than is usual? Y. Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx 26mm and approx 40mm proximal of the weld site. The proximal section of j stiffener wire measures approx 48mm and has migrated down lead body approx 43mm proximal of weld site. Visual inspection under 30x magnifications also indicates the proximal end of the approx 26mm portion of the j stiffener wire has abraded a hole in the outer polyurethane insulation approx 26mm proximal of the weld site. It appears that the entire j stiffener wire was rec'd with all recorded measurements adding up to approx 88mm. Visual inspection under 30x magnification also indicates lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead confirms j stiffener wire fractures.